Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had compromised force sensor system alarm. The blood glucose was 186 mg/dl. Customer stated insulin was"squirting out" during the manual prime process. The drive support cap was flush. Advised customer to revert to back up plan per hcp instructions. The device will be returned for the analysis.